Event description:
The device was used during a laparoscopic nephrectomy procedure. Reportedly, the device leaked. The surgeon applied another device. The hosp has reported that no pt injury occurred.